Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited a fault code warning of possible device malfunction upon interrogation. The fault warning reappeared after cleared. Question marks show where tachy mode programming and serial number should appear.